Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 581 mg/dl. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin and fluids. High bg cause was not known; however, the customer did not suspect it was due to the pump or supplies. The customer was discharged on 04/24/2018 with high bg/dka resolved. Bg upon discharge was 480 mg/dl. The customer declined to provide further information.